Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intraoperative complications? During reoperation were any deficiencies or anomalies noted with mesh device? Other relevant patient history/concomitant medications. Product code and lot #. What is the physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient¿s current status?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2009. In (B)(6) 2011, the patient complained of dysuria. In (B)(6) 2011, a cystoscopy was performed and eroded mesh was noted in the bladder. In (B)(6) 2011, the patient underwent laparoscopic and cystoscopic excision of mesh erosion from the bladder. In (B)(6) 2011, a cystoscopy was performed and no further erosion was noted. The patient also experienced hematuria in (B)(6) 2017 and cystoscopy confirmed bladder stone. On (B)(6) 2017, the patient underwent cystoscopy and laser stone fragmentation. Additional information has been requested.